Event description:
On (B)(4) 2013 the patient contacted animas alleging that he experienced elevated blood glucose (bg) up to 425mg/dl with dizziness, severe nausea, and vomiting due to leaking cartridges. The patient noted that three cartridges have leaked from the luer lock connection. The patient stated that he had come off insulin pump therapy and was on insulin injections. Troubleshooting indicated the patient was using cartridges per the instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia due to leaking cartridges.

Manufacturer narrative:
(B)(4) device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, fill and force test was with no issues noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.